Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, the damage was observed during inspection for use for a therapeutic procedure and the procedure was completed. As the serial/lot number provided could not be confirmed, a review of the device history record could not be performed. Based on the results of the investigation, root cause of the reported damage is consistent with excessive mechanical force being applied by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 70°, 4 mm light guide connector was detaching. T here were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found detaching of the light guide connector, image defects due to burnt light-guide connectors, out of eyepiece rings parts and foreign matter adhesion on the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.